Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was a broken lid/cap/hemogard shield. The following information was provided by the initial reporter. The customer stated: "the rubber stopper was assembled incorrectly."

Manufacturer narrative:
H.6. Investigation: bd received 2 photos from the customer in support of this complaint. A visual examination of photos was performed and revealed improper assembly. The improper assembly of the shield and stopper can happen at the metro where the stopper is placed/pushed into the shield. If a stopper goes into the rail crooked or cocked it can potentially go into a shield and be placed on a tube. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements h3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube there was a broken lid/cap/hemogard shield. The following information was provided by the initial reporter. The customer stated: "the rubber stopper was assembled incorrectly."